Event description:
It was reported that the dialysis catheter's venous leg allegedly started leaking during treatment. There is no reported patient injury.

Manufacturer narrative:
Manufacturing review: neither a lot history review nor a complete DHR review could be performed as the lot number was not provided. Investigation summary: one electronic photo of a dialysis catheter was returned for evaluation. A photo review was performed. The investigation is inconclusive for leaking in the extension legs, as there were no leaks apparent in the photo provided. The definitive root cause could not be determined based upon available information. Physiological, chemical, mechanical, material and/or procedural factors may have contributed to the reported event. However, it is unknown if procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The photo review is pending. The investigation is currently underway.

Event description:
It was reported that the dialysis catheter's venous leg allegedly started leaking during treatment. There is no reported patient injury.